Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and risk management file were completed. The reported issues (stent obstruction, iris touch, pas, and dislodged stent) are known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the surgeon noticed one (1) stent "floating" and the other stent "covered by the iris" in the operative eye during the postoperative examination. There was no report of patient injury. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing treatment options to address the dislodged stent and the peripheral anterior synechiae (pas) observed. Subsequently, the dislodged stent was removed from the operative eye, and the reported pas was also addressed successfully. Additional information has been requested.

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported difficulty during stent implantation (unstable), which is believed to have contributed to the dislodged stent associated with peripheral anterior synechiae (pas) in the left eye (od). Per report, surgical intervention to remove the dislodged stent was performed. The report described the patient's most recent status as "stable, good condition and prognosis" with the event described as "resolved".